Event description:
It was reported that the handpiece failed the pre-run test. There were no other details available. There was no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with loose mount; it was tested on a generator and no error code was noted. The device completed the initial test. However, the hand piece was disassembled and a torn acoustic isolator was found. Due to this condition, it may cause the device to fail the pre-run test. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.